Manufacturer narrative:
(B)(4). Date sent: 6/7/2024. Additional information was requested and the following was obtained: what was the quantity of blood loss? There was no substantial blood loss just more than usual, nothing requiring any surgical intervention. The surgeon pre-empted the situation and had clamped the artery before struggling with the enseal. What is the patient outcome post op? No the patient outcome was not compromised in the end as precautions were taken to prevent any substantial events.

Manufacturer narrative:
(B)(4) date sent: 5/20/2024 d4 batch #: unknown an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gynae list the surgeon had issues with one of the devices. It worked for a bit but the jaws jammed on the device and would not open when on tissue. The surgeon then used an x1 curved jaw device and was successful. There was extra bleeding at the instrument malfunctioned and did not seal the vessels. The procedure was delayed 10 minutes but was completed successfully. There were no adverse events.